Event description:
As reported by the user facility: reason of complaint: the 5fu pump was prepared and checked by one our pharmacists and was then placed in the medication room for the nurse to pick up. At approximately 1230pm, our rn came to the pharmacy and said that her 5fu ball was leaking. Upon examination, the ball was leaking through a hole in the outer membrane with approximately 80-90% of the 5fu ball having emptied already. The product never reached the patient and it was redispensed. Patient injury no

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR):- reviewed the DHR for batch 25a20ge561, there is no abnormality and no such defect detected at in process and at final control inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.